Event description:
Customer called to report the reservoir was leaking. It was stated that the high blood glucose were treated with a bolus prior to the call. Also customer had two reservoirs leaking by the plunger.